Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted after the patient developed high-grade tricuspid valvular insufficiency. There was no allegation of lead malfunction however there was concern that the presence of the lead caused/contributed to this compromised valve function.